Manufacturer narrative:
Correction: the aware date of this event was submitted as 27-jul-2023 on the initial medwatch report; however, upon a routine record inspection, it was noticed that the correct manufacturer aware date should have been documented as 28-jul-2023. A correction MDR was sent, but it also had the incorrect date. The correction was sent as 28-aug-2023, rather than 28-jul-2023. Annex b updated to include b13.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: the aware date of this event (section g3) was submitted as 27-aug-2023 on the initial medwatch report; however, upon a routine record inspection, it was noticed that the correct manufacturer aware date should have been documented as 28-aug-2023.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported complaint is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the instrument was installed on the system 1 time and fired 1 blue reload. Both the clamp and fire was completed successfully. There were no errors for this instrument in system or instrument logs. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted appendectomy, while using a stapler 30 curved-tip instrument with a blue stapler 30 reload, "clamped staples were deployed but had to cut through with scissors." The procedure was completed robotically. Intuitive surgical, inc. (Isi) has made multiple unsuccessful follow up attempts.